Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the small piece fractured off the top of the block. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product returned. Visual examination of the returned cut block confirmed that the instrument has fractured on the front face at the connection point for the handle/extractor. The devices shows signs of nicks, scratches, and wear in the cut slots and on the face. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.